Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA)/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged based on the review completed on (B)(6) 2026 and investigation completed on (B)(6) 2026, this medical device report (MDR) is being submitted as the initial report. Additional information: this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: a visual inspection and tests for flow and leak were performed on the returned used device (2 cannulas base). All test results were within specifications. The reference samples were visually inspected and tested for flow and leak. All test results were within specifications. The batch record 5407783 was verified and it was found within specifications. This investigation has been updated because the malfunction code changed, which requires additional activities not included in the original investigation dated 19-feb-2024. The original investigation remains valid and has not been modified. As part of this reassessment, the following elements were added to align with current investigation requirements: complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 11/mar/2026 against lot number 5407783 and similar malfunction codes: leakage from infusion site (cannula base part/cannula) (specific cause not identified), insertion site egress - trace moisture / superficial wetness. The review confirmed that lot 5407783 and the identified failure mode are not associated with any non conformance report (ncr)s or capas of the same or similar nature. Similar complaints search: a query was run in the eqms on 11/mar/2026 against lot number criteria equal 5407783 and similar malfunction codes: leakage from infusion site (cannula base part/cannula) (specific cause not identified), insertion site egress - trace moisture / superficial wetness. The number of complaints is 1. The complaint number is (B)(4). Device history record (DHR) review: the lot 5407783 was manufactured according to work instruction (wi) version 45 and manufactured in the m09 on 31/oct/2022 with a total of (B)(4) units. The sub-assembly: assembly. Lot 5407835 was manufactured according to the wi version 24 and assembled in the quickset line, on 31-oct-2022, with a total of (B)(4) units. Lot 5401264 was manufactured according to the wi version 24 and assembled in the quickset line, on 31-oct-2022, with a total of (B)(4) units. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment: conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Following investigation, the malfunction remains unconfirmed for this complaint.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2023. The leakage was at the site. The infusion set was in use for one day. No further information available.